Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps beeping faintly. The customer¿s blood glucose level was unknown at the time of the incident. The pump was neither beeping nor vibrating currently. The customer states they were trouble for hearing the beeps. Troubleshooting was performed. Self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump audio/beep/vibrate function properly and no anomaly noted during testing.